Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was hospitalized for collapse and confusion. The implantable pulse generator (ipg) had seven months longevity four months prior so an interrogation was performed. The electrogram had an odd baseline and non-physiological artifact. There were ventricular sensed events, but no ventricular paced markers were noted when expected to be seen. A telemetry issue was suspected. An implantable pulse generator (ipg) replacement procedure was expected to occur. However, the replacement procedure was not performed as the patient later passed away due to an unrelated patient condition.